Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the surgeon fired device on cystic duct. Staples formed but left a gap in tissue open when staples didn't hold in tissue. Surgeon closed gap with endoloop suture. The procedure was delayed by five minutes but was successfully completed. There were no patient consequences.